Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. No root cause was provided as the reported event was unconfirmed. The used temporary pacing electrode catheter with attached syringe was returned without the original packaging. The balloon successfully inflated wit 1.5cc air using the returned syringe. After 30 seconds, the balloon passively deflated, returning 1.1cc air when the syringe was attached and the stopcock was opened. The device was used for treatment purposes. The device had met relevant specifications. As the reported event is unconfirmed, a DHR review and a label/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the floating balloon cannot be inflated. Also stated that the patient has been exposed to hazardous, blood, or bodily fluids. Per additional information via email from ibc on (B)(6) 2023, user exposed to hazardous, blood, or bodily fluids. It was unknown what medical intervention was given for blood, or bodily fluids.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the floating balloon cannot be inflated. Also stated that the patient has been exposed to hazardous, blood, or bodily fluids. Per additional information via email from ibc on 09feb2023, user exposed to hazardous, blood, or bodily fluids. It was unknown what medical intervention was given for blood, or bodily fluids.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the floating balloon cannot be inflated. Also stated that the patient has been exposed to hazardous, blood, or bodily fluids. Per additional information via email from ibc on 09feb2023, user exposed to hazardous, blood, or bodily fluids.